Event description:
It was reported to philips that the system was not switching on. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time the event occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that system was not powering on. After reviewing log file, fse found there is a malfunction on suite pc. Upon troubleshooting, onsite service fse (field service engineer) found that the system was not getting on and suspected that the suite pc was malfunctioning. The failure analysis of the suite pc identified that the bmc sensor was failed. To resolve the issue, in the follow up visit, fse replaced the suit pc and reloaded the suit pc software. After replacing suite pc and reloading software, system was returned to use in good working order. The codes were updated based on the investigation outcome.